Event description:
Pt undergoing coronary angioplasty. While attempting to deliver a 3.08/18 abbott xience xpedition rx coronary stent across the lesion, the shaft of the stent delivery catheter broke approximately 1 foot from the catheter hub, separating from the remaining shaft. The break occurred outside of the body and the catheter and stent were able to be retrieved. Diagnosis or reason for use: open coronary lesion.